Event description:
Patient reported she was implanted with screw and spiked washer for a synthes shoulder implant on an unknown date. Patient reported that her shoulder pain is worse than before she had her surgery. No further information was provided by the patient. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.